Manufacturer narrative:
The following devices were also listed in this report: unknown screw 1; cat#:unknown; lot#:unknown. Unknown screw 2; cat#:unknown; lot#:unknown. Unknown polyethylene insert: 10 degree poly insert; cat#:unknown; lot#:unknown. Unknown stem #7 at 127 degree angle; cat#:unknown; lot#:unknown. Unknown 36 mm ceramic head; cat#:unknown; lot#:unknown. 7.5 neck; cat#:unknown; lot#:unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is alleged by the patient's attorney that on (B)(6), 2014 the patient was implanted with a "defective trident total hip replacement which is on recall". The patient has not yet been revised.